Manufacturer narrative:
UDI: device was made prior to compliance date, gtin unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the bipolar got spark when used for the surgery. The surgeon tried to use another bipolar with the same generator, but there was no problem. The surgeon did not change the procedure for use. There was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a follow-up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the forceps revealed damaged tips. The tips appear discolored/charged indication that excessive heat was applied resulting in coating damage. The exact cause of the reported "spark" could not be determined. However, using excessive heat and/or higher generator setting that recommended can cause damage to the tips (such as charring) and result in sparks. It is recommended that the proper setting be used to prevent instrument damage and sparks from occurring. We will continue to monitor for this or similar complaints for this product code. The lot number for this instrument was not reported; therefore, a DHR review cannot be performed. No further action is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.